Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: it is unknown if there is a temporal relationship between the patients¿ hospitalization for being unable to breath and the liberty cycler as the timeline of events is unknown. At this time any possible causality cannot be determined based on the lack of information provided. Additional information related to the patients¿ medical history, comorbidities, hospital course, labs, medical testing and concomitant medical products is needed to determine any potential causality. Of note there was a report of the liberty cycler alarming however, it is not known if the alarms were expected. Additionally, the patient told the pdrn ¿the machine wasn¿t working¿, however, no details surrounding the ¿machine not working¿ were given. Should additional information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis patient's contact reported that during the previous night's treatment during draining, the patient was unable to breathe. The contact stated that the cycler has been receiving alarms, however, did not specify the alarms. The patient contact proceeded to manually drain the patient. Upon follow up with the patient's nurse it was noted that the patient was in the hospital for water in the lungs. The nurse was unaware of the date the patient was admitted to the hospital.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that during the previous night's treatment during draining, the patient was unable to breathe. The contact stated that the cycler has been receiving alarms, however, did not specify the alarms. The patient contact proceeded to manually drain the patient. Upon follow up with the patient's nurse it was noted that the patient was in the hospital for water in the lungs. The nurse was unaware of the date the patient was admitted to the hospital.